Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to investigate the customer reported issue. The fse was able to reproduce the customer reported issue and replaced the e-100 generator. Isi received the e-100 generator for failure analysis; however, the reported failure could not be replicated. This unit was installed onto the test system and it worked fine with a vessel seal extend instrument installed. Failure analysis used the vessel seal extend instrument with a saline dipped gauze in the jaws and performed cut/seal activations about 100 times and the e-100 generator worked fine without any issue. Isi received FDA medwatch report with uf/importer report (B)(4) with the following event description: "surgeon and other staff were using the davinci xi for a urological procedure. The outfield and infield monitors in the operating room flickered multiple times throughout case in operating room and eventually went black. Reduced visualization and inability to see vision tower resulted in small nick to bladder neck. Physician able to repair tear. This issue of monitors flickering and going black has happened many times before, but without injury to a patient."

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the imaging towers and screens flickered multiple times, then eventually went completely black. As a result of reduced visualization and the inability to see, the patient experienced a bladder neck injury, requiring intervention. The surgeon was able to repair the injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.